Manufacturer narrative:
The hill-rom technician found the unintentional movement due to the patient positioning power control board down button sticking. A search of the hill-rom maintenance showed hill-rom performed preventative maintenance on this bed in 2008 and 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient positioning power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section is lowering on its own (self-run). The bed was located at the account on the 4th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).